Manufacturer narrative:
The device was returned and was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
Updated cc due to receipt of product analysis on 27-aug-2019: during use of a 6-7f mynxgrip device for vascular closure, the balloon came out from the vessel during the step (gently pull back two stops). There was no patient injury and the device will be returned for analysis. Hemostasis was achieved by manual compression in under 30 minutes. The hospitalization as not extended and the patient¿s status was recovered. The mynx vcd was used in an interventional coronary procedure. The procedure used retrograde approach. The user was mynx certified. The vessel type was arterial and the stick location was the femoral artery. The mynx vcd was prepped according to IFU instructions. The balloon did not lose pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. The sealant and advancer tube remained in the manufacturer position. The balloon was pulled inside the procedural sheath. Leak testing was performed on the balloon of the returned device per mynx instructions for use (IFU). However, the balloon cannot be inflated partially due to the catheter¿s lumen was clogged with dried contrast in saline solution. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon cannot be inflated for examination. A product history record (phr) review of lot f1906004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not able to be confirmed since the lumen of the returned device was clogged by dried contrast media/saline. The exact cause of the issue reported could not be conclusively determined during analysis. Based on the information provided and the investigation performed, it is not possible to determine what factors may have contributed to the pull through reported. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
During use of a 6-7f mynxgrip device for vascular closure (vcd), the balloon came out from the vessel during the step (gently pull back two stops). There was no patient injury. Hemostasis was achieved by manual compression in under 30 minutes. The hospitalization as not extended and the patient¿s status was recovered. The mynx vcd was used in an interventional coronary procedure. The procedure used retrograde approach. The user was mynx certified. The vessel type was arterial and the stick location was the femoral artery. The mynx vcd was prepped according to IFU instructions. The balloon did not lose pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. The device was not returned for analysis. A product history record (phr) review of lot f1906004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the pull through could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, prepping and handling factors are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip device for vascular closure, the balloon came out from the vessel during the step(gently pull back two stops). There was no patient injury and the device will be returned for analysis. Hemostasis was achieved by manual compression in under 30 minutes. The hospitalization as not extended and the patient¿s status was recovered. The mynx vcd was used in an interventional coronary procedure. The procedure used retrograde approach. The user was mynx certified. The vessel type was arterial and the stick location was the femoral artery. The mynx vcd was prepped according to IFU instructions. The balloon did not loose pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site.